Event description:
It was reported that the patient was remotely monitored via merlin.net. Upon review of the transmission, the atrial lead demonstrated noise oversensing and noise reversion. The patient was subsequently evaluated in the clinic, where the atrial lead was explanted and replaced. The patient remained stable throughout.